Manufacturer narrative:
On january 13, 2022, mentor became aware that two lot numbers were provided for complaint and erroneously omitted from the previous report. It is unknown which lot number corresponds to the patient's impacted device, but if clarification is received, a supplemental report will be provided. Lot number: 244483, manufacturing date: may 01, 2002, expiration date: may 31, 2006. Lot number: 245476, manufacturing date: june 01, 2002, expiration date: june 30, 2006. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate profile saline breast prosthesis and experienced capsular contracture post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.